Event description:
The complainant reported that during impella cp support, intermittent ¿placement signal low¿ alarms were observed. The alarms initially resolved without intervention but later became more persistent. An echocardiogram was performed to assess device position. The device was repositioned, and placement measurements were reported to be appropriate. Motor current remained pulsatile, and flow was maintained. A discrepancy was noted between the placement signal pressures displayed on the automated impella controller (aic) and arterial line pressures, with approximately a 30 mmhg difference observed. Following repositioning, the ¿placement signal low¿ alarm recurred, and the alarm was subsequently disabled per physician direction. The patient continued to be monitored using arterial line pressure and motor current parameters. Additional clinical observations included pink-tinged urine and laboratory monitoring for hemolysis; however, these findings were being evaluated clinically and were not associated with a reportable adverse event or patient harm. The device continued to provide support during use. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.